Event description:
Customer stated that they use valley lab pads and they experienced four burns out of fifty pads. All of the patients redness cleared before they were released from the hospital. Contact person at the user facility was unable to be reached for further information after several attempts.

Manufacturer narrative:
The generator is not being returned for evaluation therefore, no determination could be made for the reported incident.